Event description:
A cracked and shattered touchscreen was reported, rendering the pump¿s touchscreen illegible and preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.